Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented to the clinic for a routine follow-up with a device that showed inappropriate mode switching. Upon interrogation, ams episodes were triggered due to far-r oversensing. Recommended programming changes. The device remains implanted.